Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for evaluation. Visual inspection showed the product corresponded to specifications. This complaint is indeterminate from a manufacturing standpoint. Placeholder.

Event description:
It was reported that there was a patient reaction. This is report 1 of 1 for file (B)(4).